Event description:
A customer in (B)(6) notified biomérieux of potential contamination associated with easymag® instrument (reference 200111). The customer reported that the laboratory suspects contamination with vzc (altona pcr) since (B)(6) 2018. The first two samples have a high signal of (B)(6) with (B)(6). Six (6) samples were (B)(6) with (B)(6) with a value greater than 31. The laboratory decided to retest these samples the next day. Four (4) of the samples tested (B)(6). Results were reported as follows: results: (B)(6); patients samples: (B)(6). Due to the very low (B)(6) signal, the result was sent to the physician with this comment: "weak positive signal /to retest." The patient (immuno suppressed) received treatment with (B)(6) and left the hospital. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to a suspicion of an easymag instrument contamination with hsv and vzv (pcr altona) since june 20, 2018. A number of unusual positive results for vzv were obtained but one sample was positive for hsv1 and retested as hsv1 negative. This sample was from an immunodepressed patient, who received a treatment (acyclovir) regarding the first results, whereas it was not necessary. On 28jun2018, another case of potential contamination was observed. A csf sample was tested positive to hsv1. This result was incoherent with the clinical context but as it was not possible to do another extraction (not enough sample). The following results were given to clinician: " weak positive signal /to retest" and the patient received a treatment and left the hospital. We cannot exclude that this result lead to a mistreatment of the patient. Investigation after confirmation of false positive results, several tests were performed by customer to identify the cause of the contamination. The aspiration nozzles were found contaminated (with hsv1, hsv2 and vzv). Indeed, swabs of the dispense needles will most of the time be contaminated because they are part of the liquid waste evacuation path and so traces of dna/rna will transit through. Swabs of biohit pipette were found contaminated (with hsv1 and vzv). The contamination of this pipette during manuals steps could be a root cause of the sample contaminations. Blank runs were performed on several vessel positions to confirm instrument contamination: four of eight were contaminated with hsv1. The contamination was also confirmed by the customer using negative extraction controls which were positive to vzv. The dispense needles were swabbed (bulk and micro-needle) and were contaminated (with hsv1). Biomérieux advised the customer to perform the decontamination procedure with 0.1% bleach according to user manual reference 161150-492 - b, and discard all the used buffers and replace caps of reagent bottles, and ring of the dispense needles. On 12jul2018, the field service engineer (fse) decontaminated the dispense needles, caps and o-rings replacement, and performed the decontamination protocol of the system. A blank run was performed to assess decontamination efficiency: all results were conformed, no contamination was observed. Swabs of the lab environment (several hoods) were also performed, and indicated a lab contamination. The dispense needles were swabbed again after the decontamination procedure (bulk and micro-needle), and were still found contaminated (with hsv1). In august 2018, the fse replaced the distribution needle of the dispense head. The biohit pipet was also decontaminated. After the fse intervention, no other contaminations were reported from this site. Conclusion swabs of the lab environment were performed and indicated a global lab contamination. Moreover, the biohit pipette was found contaminated. The dispense needles were also found contaminated. A fse intervention was done to decontaminate surfaces and replace the dispense head. No other contaminations were reported from this site after that.